Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set burst. This occurred on installing the tube set in the baxter compounder prior to compounding. There was no patient involvement. No additional information is available.